Event description:
It was reported that the handpiece began leaking an oil-like substance during the cleaning process. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for svc. During the eval a sample was taken and a chipped blade mount was also found. The device was given to a qa engineer for further investigation. A f/u report will be submitted after the quality investigation has been completed.